Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(4) affiliate, approximately two years and one month implantation of a 23mm sapien 3 valve, the patient received a 2nd 20mm sapien 3 valve.

Manufacturer narrative:
Additional information confirmed that the patient associated with this valve in valve (2nd valve implanted) case as reported in this MDR against 23mm sapien 3 valve was incorrectly reported. This patient received only one (1) valve. In addition, it was confirmed that there was no valve in valve case at the hospital on this day as reported in the MDR. As such this MDR was reported in error and a corrected supplemental report is being submitted.